Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-56: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 302mg/dl. The expected fasting blood glucose test result range is 200mg/dl. The customer did report symptom of feeling blurry vision. Prior medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 421 and 423mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 12/21/2020 and open vial date is one week ago (july 2019). The meter memory was reviewed for previous test result history. (B)(6).